Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the keyboard was out of specification. It was also noted that the upper and lower cases were broken, the ring cover was contaminated and two side bail covers were broken, the control knobs, battery drawer, battery drawer o-ring drawer, knob springs, main printed circuit board (pcb), interconnect flex, battery flex, and heart lead flex were contaminated, the ring was bent and one side bail was missing.

Event description:
It was reported the epg (external pulse generator) will not stay powered on. Changing the batteries did not resolve the issue. When the biomedical engineer opened the unit to check the battery contacts, it would stay on, but it could not be powered off once it was on, unless the case was closed. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.